Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal baclofen 2000 mcg/ml at 800 mcg/day. It was reported that the patient had elective spinal surgery in (B)(6) 2020, and since this time the patient had experienced an increase in tone. Pump logs showed no alarms, and there had been no volume discrepancies. On (B)(6) 2020, a catheter access port (cap) dye study was performed, and the hcp was able to aspirate what they thought was csf and inject dye, but they did not see any of the dye. The hcp wondered if the dye would back up into the pump. The hcp and the device manufacturer technical services agent discussed specifications of the pump and dye not entering the pump backwards via the cap. The hcp and the device manufacturer technical services agent discussed imaging behind the pump in the pocket to rule out dye pooling behind the pump. It was thought that dye was not coming out of the pump. A 3d CT study was done prior to the dye study. An x-ray then attempted the pump-o-gram. The issue was not resolved. A pump replacement would be performed to see if that helped resolve the patient¿s tone issues.

Event description:
Additional information was received with the product return on 2020-apr-27. It was reported that the cause of the increase in the pa tient¿s tone and the cause of the inability to see dye during the cap study were both unknown. It was noted that the patient responded to intrathecal baclofen but there was still an increase in tone. A session report taken on (B)(6) 2020 showed the pump daily dose was 850.1 mcg/day (of baclofen 2000 mcg/ml). Medical records from the diagnostic appointments on (B)(6) 2020 and (B)(6) 2020 were provided. On (B)(6) 2020 a CT 3d of the lumbar spine was performed to rule out baclofen pump failure. The patient¿s clinical history was noted to include ¿ex 26 weeker with scoliosis and dystonia¿, post-op (B)(6) 2019 and spinal instrumentation. Comparison studies used were radiographs from (B)(6) 2020. The technique used was 5 mm axial slices covering the lumbar spine without contrast administration. Multiplanar reformation and 3d surface rendering were also performed. It was noted that it was a technically limited study due to artifacts from posterior spinal fixation hardware degrading some of the images. The study found that the catheter was seen with its tip in the epidural space at the level of 10-t11 intervertebral disc. The catheter and catheter access port were in continuity and there was no king, break, or discontinuity of the catheter observed. The posterior spinal fixation hardware with known residual postoperative scoliosis remained unchanged. An rf myelography study (¿pumpogram¿) was done on (B)(6) 2020 to assess baclofen pump function. Comparison study used were abdominal radiographs from (B)(6) 2019. An initial fluoroscopic screening of the pump reservoir and entire catheter was performed. There was an intrathecal catheter which enters the spinal canal at l3-4, the tip of which lies at the level of t10, which was reportedly unchanged when compared to previous radiography dated 2019-sep-06. No discontinuity or kinking was noted. About 7-8 cc of contrast material (omnipaque 240) was subsequently instilled slowly into the pump reservoir while the entire catheter was screened. It was stated there were no signs of pooling of contrast material in the soft tissues surrounding the pump/catheter. The catheter did not opacify with contrast and no contrast flow from the catheter tip was visualized. It was indicated that contrast appeared to pool within the reservoir with distention of the balloon at the needle puncture site. Subsequent aspiration from the reservoir demonstrated non-dilute contrast within the syringe under fluoroscopy. The procedure was completed without complication. It was indicated that the fluor oscopic findings were compatible with obstruction at the pump outflow.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The pump was replaced on (B)(6) 2020. The catheter was reported to be patent. The pump would be returned.

Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Destructive analysis identified a non-significant anomaly of wear on the motor o-ring for gear number three. If information is provided in the future, a supplemental report will be issued.